Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the leg, which is off label usage of the device on (B)(6) 2025. On (B)(6) 2025, the patient experienced abdominal pain and went to emergency room. The patient was diagnosed with diverticulitis and told that he could leave the emergency room. Upon patient¿s insistence, he was transferred to more detailed control. They performed blood tests and an ultrasound of the adrenal tract. The bg reading was 630 mg/dl and the cgm reading was 63 mg/dl. The sensor was replaced and the patient was treated with 3 ¿venous washes¿ (IV fluids) and insulin injections. After some hours the bg reading decreased to 120 mg/dl. The patient was discharged and in good condition. At the time of the report the patient was good. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.